Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's cause of death was respiratory acidosis and that the patient's death was unrelated to the right ventricular (rv) lead or implanted device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a dislodgement with high thresholds two days after the initial implant procedure. The lead was explanted and replaced. It was further noted that the patient died the day after the lead replacement procedure. Additional information regarding the patient's death was unable to be obtained.